Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena safety IV catheter bd multiguard technology 22 ga 1.00 in experienced a catheter that bent during infusion. The following information was provided by the initial reporter: three similar adverse events have been reported since the installation of these new catheters in our departments a few days ago. The problem is similar and found in different departments: impossibility and/or difficulty to puncture venous blood. The walls of the catheter seem to stick together according to one reporter. No problem during the administration of an infusion on these same catheters. Proven consequences: need to prick the patients several times or even to use our old catheters when possible.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10

Event description:
It was reported that the bd cathena safety IV catheter bd multiguard technology 22 ga 1.00 in experienced a catheter that bent during infusion. The following information was provided by the initial reporter: three similar adverse events have been reported since the installation of these new catheters in our departments a few days ago. The problem is similar and found in different departments: impossibility and/or difficulty to puncture venous blood. The walls of the catheter seem to stick together according to one reporter. No problem during the administration of an infusion on these same catheters. Proven consequences: need to prick the patients several times or even to use our old catheters when possible.